Manufacturer narrative:
(B)(4). The device has been received- evaluation has not been initiated but is anticipated. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Quadrox.I oxygenator had after 3 days using a plasma leakage. It had to be changed. There was after 3 days probably leakage on the fibers, the result was a liquid (probably protein) outflow from the gas outlet. No consequences on the patients was followed. (B)(4).

Manufacturer narrative:
(B)(4). Quadrox-I adult was returned. Oxygenator was very dirty. Cleaned with natriumhypochlorit. A tightness test was performed and a leakage at the gas side could be confirmed. No further abnormalities detected. Additionally the oxygenator was sawed off in order to inspect its fibers. Several fibers on the water side were determined to be untight. Fiber delamination was not detected. The most probable cause of the detected leakage could be broken fibers. Maquet cardiopulmonary is aware of similar complaints from this product. A process to determine the root-cause of the event was implemented (CAPA (B)(4)). The CAPA (B)(4) will be transferred into track and trending process due to the facts that potentially defect oxygenators will be found at the end of the maquet process chain precisely. 100% of oxygenators will be sent as specified to the customers. No further process changes or controls are technically feasible. Cold creeping tends to occur only after production at maquet. The effect of cold creeping is not predictable and not reproducible. From an engineering point of view no changes of production processes or further controls are technically feasible to reduce or avoid cold creeping. Based on these investigation results no additional preventive measures can be taken at this point.

Event description:
Ref.: #(B)(4).